Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 19.72 ml fro man expected delivery of 20 ml. Delivery accuracy for this device requires delivery of (B)(4). Further testing found the device appropriately sounded an audible alarm tone during an alarm condition. Based on the data verified, hospira could not attribute the issue to the device. The device history was downloaded at the service center. A review of the device history indicated that on (B)(6) 2014 at 0936, the device was programmed for tpn without taper, a tpn volume of 250 ml, for a 12 hr duration, a 250 ml container size, and a 2 ml air sensitivity. Between 0937 and 1158, priming occurred, a distal occlusion alarm occurred, delivery was started and stopped, and device was powered off. Between 1741 and 1757, device was powered on, a check cassette alarm occurred, a cassette was inserted, delivery was started, a distal occlusion alarm occurred, delivery was stopped, start alarm occurred twice, delivery was stopped and device was powered off. On (B)(6) 2014 between 1234 and 1237, the device was powered on, a check cassette p alarm occurred, a power loss alarm occured, the device was powered on and off. This report represents all the information known by the reporter upon query by the hospira personnel.

Event description:
The customer contact reported that the device did not deliver. On an unspecified date and time, the device was programmed for an unspecified concentration of tpn (total parenteral nutrition), for a duration of 12 hours and the delivery was started. No further programming parameters were provided. After 12 hours, the device alarmed for end of infusion, at that time it was reported the container was full. The device was removed for clinical use .there were no reported adverse patient effects. No medical interventions were required. No additional information was provided.